Event description:
The company was informed of an alleged incident on (B)(6) 2013. While on board a cruise ship, the pt was alerted that her battery was nearly depleted, causing her to initiate the process of charging the battery of her portable oxygen concentrator. The battery she relied on was defective and was unable to generate the necessary power to supply her portable oxygen concentrator with oxygen. The pt went without oxygen for 6 mins and was attended to by the first responders aboard the ship. She spent 3 days in the cruise ship's medical facilities before being transferred to a medical facility in (B)(6). The pt spent 4 days in the (B)(6) hospital until she was (B)(6) to (B)(6) hospital where she remained hospitalized until her discharged date of (B)(6) 2013. On (B)(6) 2013 the pt called and requested a warranty exchange for the battery. Warranty exchange granted. No indication of the above events were mentioned.

Manufacturer narrative:
The subject sequal eclipse power cartridge, 7082-seq (sn (B)(4)), was returned to caire for further investigation and testing. The power cartridge was tested and found to not hold a proper charge. Warranty exchange arranged and replacement battery was sent to the pt on (B)(6) 2013.